Event description:
Revision surgery due to infection 2 months post op. The infection was detected during a consultation.

Manufacturer narrative:
Document review: amistem c cemented femoral stem size 1 std- ref. 01.18.151/ lot 122324 (34 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 10 stems belonging to this lot have been already implanted and no other incidents have been reported up to now. Cocr femoral head (k080885): ref. 01.25.030- lot 123105 (30 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 19 heads of this lot have been already implanted without any other similar incident. From the data collected, there is no evidence that the infection is device related.